Event description:
It was reported that an intraocular lens was removed intraoperatively from the pt's left eye due to the presence of posterior capsule damage. Vitreous came into the anterior chamber and a vitrectomy was performed. No other lens was implanted and the pt was left aphakic. The surgeon planned to implant another iol at a later time. According to the surgeon the cause of the event was pt anatomy and there was no problem with the lens or inserter. Please reference MDR# 1119279-2013-00056 for the delivery device used during the event.

Manufacturer narrative:
The delivery device was not returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.